Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issue and faced infusion set tape not sticking event due to climate and sweating on (B)(6) 2026. No further information available.